Event description:
It was reported that the target lesion was a total occlusion located in the right coronary artery (rca) with no tortuosity. The 2.25 x 28 mm xience prime system was advanced to the target lesion. However, the stent could not be seen in the vessel. The stent delivery system (sds) was removed from the anatomy and it was noted that the stent was not on the delivery system. It was found in the yellow protective sheath, where it had dislodged prior to use. Another xience prime was used to complete the procedure and it was successfully implanted in the target lesion. It was reported that during unpacking and during preparation, nothing strange was noted with the stent. There were no adverse patient effects. There was not a significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): incorrect prep. Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was advanced to the lesion before it was discovered that the stent implant had dislodged inside the protective sheath. It should be noted that the instructions for use (IFU) states: prior to using the xience prime sv everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the reported IFU deviation would not have caused or contributed to the reported complaint.